Event description:
Spontaneous, pt reporting freedom pump is no longer working. Pump is 3 years old. No further information available. Unknown specific malfunction with pump, pump used to infuse hizentra at above dose and frequency. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? Unknown. Did we replace product? Yes. Did the patient. Have a backup product they were able to switch to? Unknown. Was the patient able to successfully continue their infusion? Unknown. Serial number: (B)(4). Reported to cvs/caremark by: patient/caregiver.